Event description:
On (B)(6) 2018, a patient underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2022, it was reported that the patient was hospitalized due to a stoma site infection with an occurrence of pus and stoma discharge with foul odor. The patient received unknown IV antibiotics. The patient was discharged, and prescribed doxycycline three time per day. It was reported that the patient's stoma site pus returned, and the patient will have surgery to address the issue.

Manufacturer narrative:
Reference record (B)(4). The device involved in the event remained implanted in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Catalog number is the similar us list number, the international list number is unknown. Stoma site infection is a known complication of a peg tube/ j-tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.